Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number.) A2: the mean age of 77 years was entered. A3: male was entered as the patient sex as the majority were males. B3: the published date january 3, 2025, was entered as the event date. C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c20: a lot number/serial number was not provided; therefore a review of the manufacturing records could not be completed. H3 "other"; h6 codes b20, c20, d16: the device remains implanted in the patient; therefore, a device evaluation could not be performed. Further information was requested from the author, like for example implant dates, device lot numbers, patient information, treatment details, clinical perspective of the gore device in relation to the reported events. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following article was reviewed: kopp, r., stachowski, l., puippe, g., zimmermann, a., & menges, a.-l. (2025). Long-term outcomes of endovascular aortic repair with parallel chimney or periscope stent grafts for ruptured complex abdominal aortic aneurysms. Journal of clinical medicine, 14(1), 234. Https://doi.org/10.3390/jcm14010234. The purpose of this study is to review data about the mid-to long-term outcomes of a parallel stent graft endovascular aortic repair (pgevar) technique for elective complex abdominal aortic aneurysm repairs. Data from patients treated between august 2009 and july 2023 with the pgevar technique for ruptured complex abdominal aortic aneurysms were analyzed. Twenty patients were analyzed that received pgevar, these patients had 39 parallel grafts placed as well to the celiac, superior mesenteric or renal arteries. 2 of these 20 patients received a gore® excluder® aaa endoprosthesis, 3 received gore® tag® conformable thoracic endoprosthesis. 36 of the 39 parallel stents grafts were gore® viabahn® endoprosthesis. 5 patients had an early proximal type ia endoleak, 3 had successful reintervention. 2 patients had late type 1a endoleaks. 10 patients had a type 2 endoleak that were left untreated. Major adverse events were observed in 11 patients (acute renal failure, myocardial infarction, mesenteric ischemia, access complications, stroke). Secondary parallel stent graft patency at 1 and 3 years was 97.4 and 94.1%. Aneurysm sac diameter progression was present in 3 patients. 3 patients had renal artery graft occlusion; two of which required reintervention. Outcomes and adverse events are not broken down with reference to the implanted device.

Manufacturer narrative:
H3 other; h6 codes b20, c20, d15: a lot number/serial number was not provided, therefore a review of the manufacturing records could not be completed. The device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. The author was contacted for additional information, but no further information was received. The request included implant dates, device lot numbers, patient information including identifiers, age, sex, and weight, treatment, clinical perspective of the gore device in relation to the reported events.